Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 2 was failed. A field service engineer worked with customer remotely and over the phone prior to going onsite. Matrix drawer 2 showed pink in configuration, and onsite it was found not connected. Reconnected the drawer and completed the remote work. Barcode scanner bolt had fallen out and was reinstalled. Noted that the rails were tight in the middle and loosening the brackets only helped slightly. A new drawer was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer were failed and unable to recover. The customer had performed a reboot, but still the issue persists. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer were failed and unable to recover. The customer had performed a reboot, but still the issue persists. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.